Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. The pump was received without a battery cap. Installed a battery cap and continued testing. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08745 inches. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 13:32:00 faster than expected at 5.24 days. Battery cycle 9.0 received the lowbatteryalert (104) on (B)(6) 2025 21:42:00 faster than expected at 5.49 days. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 16:05:00 faster than expected at 5.12 days. A review of the pump history file reveals on (B)(6) 2025 at 15:04 a no delivery (insulin flow blocked) alarm during a manual bolus delivery. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, cracked battery tube threads, cracked battery compartment, stained keypad overlay, and pillowing keypad overlay. Unexpected battery power loss is confirmed due to moisture damage on the electronics. Loss of communication with the transmitter is not confirmed. Insulin flow blocked alarms are not confirmed. Crack on the battery compartment is confirmed. Battery cap damage is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer was treated with insulin pump. It was also reported that the the pump was off for some time which caused loss of communication between pump and transmitter. The sensor was replaced, however issue could not be resolved. Customer also mentioned that the battery compartment of the pump was damaged. The event involved product(s) mmt-1886. Troubleshooting was not performed. The pump showed alert to replace battery, and insulin flow blocked. It is unknown if customer was using the auto mode/smart guard feature at the time of the event. It is unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.